Manufacturer narrative:
The reported event of failure to capture was confirmed. Final analysis found that as received, a complete lead was returned with the helix retracted and clogged with blood/tissue. Upon x-ray examination, it was found that the inner coil was over torqued in the connector region consistent with procedural damage. Electrical testing found shorting between conductors due to an over torqued inner coil. The cause of the reported event was isolated to the inner coil being over torqued consistent with procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular lead exhibited loss of capture. The right ventricular lead was not used and replaced. The patient was in stable condition.